Manufacturer narrative:
Siemens completed the investigation of the reported event. The investigation showed that the error described in the complaint has been caused by a hardware defect. The examination of the returned single tank revealed that the high voltage rectifier had a defect. Diodes v1 to v30 conduct in both directions. Because of the defective diodes the voltages built up differently on plus and minus side. The voltage on the plus side is only 10 kv, and the voltage on minus side gets as large as required from the set value for the sum of the voltages from plus and minus side. If a voltage on plus or minus side gets too large (>60kv), the exposure is stopped. Therefor the fault described in the complaint happened at output voltages higher than 70kv. Unfortunately the analysis of the log files could not reveal any information about the reason the diodes became defective. Therefore, the database had been checked regarding this error, but no error accumulation had been found. The spare parts consumption is far below the threshold and no systematic error has been recognized. The affected single tank has been exchanged by the local service organization. The error mentioned in the complaint has not again been reported since then. No further action is warranted at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis orbic gen 2 system. During an interventional procedure, the user reported that no x-ray was possible. As a result, the procedure was stopped. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.